Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device's memory. Stryker observed the device attempting to switch between battery and ac power on several occasions during the reported event but the acpa was not provided for evaluation. Stryker recommended the customer replace their acpa. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device turned off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.